Event description:
It was reported that an a.s. Glenoid m cemented was implanted on the left side on (B)(6) 2014. On (B)(6) 2014, a small hematoma at the anterior aspect of left arm was found.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).